Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was displayed as "high" (value not provided). Pump system check was performed with the customer and pump was found to be functioning as intended. Customer declined to continue troubleshooting.